Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter and test strips were requested for return. The test strips have not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was returned for investigation. Retention test strips were measured with the returned meter with two human blood samples from warfarin donors in comparison to a reference meter and master lot strips. Donor 1 hct: 47%, donor 2 hct: 30%. Testing results: donor 1 (2.2 inr): retention meter and master lot strips: 2.2 inr, customer meter and retention strips: 2.2 inr. Donor 2 (2.3 inr): retention meter and master lot strips: 2.4 inr, customer meter and retention strips: 2.4 inr. The returned material and the retention material meet specifications. The obtained results were in the allowed range. No error messages occurred during investigation. The 1.8 inr result the customer complained about is listed in the meter memory report with a date of (B)(6) 2019. On (B)(6) 2019 the meter memory report lists a result of 1.7 inr. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a doctors roche meter with an unknown serial number. The patients meter result was 1.8 inr and the doctors meter result was 2.3 inr. The doctors meter result was believed and no adjustment was made to the patients warfarin dose. The patients therapeutic range is 2.0-3.0 inr.